Manufacturer narrative:
This event was reported by mistake as it was assumed that the patient has tmj, which follow-up determined is not what occurred in this event. This was a discomfort issue and not does not meet the definition of a serious injury. Please disregard this report.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth have moved while in the retainer and it is difficult to chew food. This is a contraindicated patient.